Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) unable to charge a battery pack.

Manufacturer narrative:
Device eval summary: device eval of charger sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) was confirmed. As rec'd the charger was unable to charge a battery pack. Upon investigation, y1 (10mhz smd crystal) on the bedside board was shorted. The shorted component was causing the system to reset. The root cause of the shorted y1 was unable to be positively identified. No adverse event resulted from the defective battery charger.